Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: iq; guide cath: 6fr lcb. The unknown emboshield is being filed under a separate MFR number. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the previously implanted stents contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy and deployed stents during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified and tortuous anatomy during retraction would have then led to the stent dislodgement. Additional non-surgical treatment was used to embed the dislodged stent in the vessel wall. It should be noted the ultra instructions for use (IFU) states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that the lesion was located in the saphenous vein graft to the obtuse marginal. Prior to predilatation with an non-abbott balloon catheter an emboshield filter was advanced for protection distally, and after predilatation was performed the filter was removed. Additionally, after predilatation was performed, the vessel was noted to have started to form thrombus; however, no treatment for the thrombus was performed at this time. The vessel had a stent already implanted in the proximal portion of the graft, from a previous procedure. An attempt was made to use an acculink stent as the vessel was large in diameter; however, the delivery system would not advance through the guiding catheter. An attempt was then made to use a herculink stent; however, this would not cross through the proximal stent to the lesion and was removed from the patient. A 4.5 x 18 mm ultra stent was deployed in the mid graft successfully. The 5.0 x 13 ultra stent was advanced in an attempt to treat distally; however, this resulted in the stent dislodging from the balloon when it caught on the deployed stent and migrated down into the distal vessel. A 5.0 x 28 mm ultra stent was used to crush the dislodged stent against the vessel wall. Post dilatation was performed; however, thrombus was seen forming throughout the graft, a 4.5 x 13 ultra was deployed to treat the thrombus and a thrombectomy was also performed. Still thrombus was noted proximal to the deployed a 4.5 x 13 ultra. The patient is reported to be in stable condition. No additional information was provided.